Event description:
It was reported that during an unknown procedure, the initial surgery was completed without incident. Two to seven days post-op, the patient was taken back to the or due to a leak. It was unknown how the leak was detected or repaired. No further information available at this time, sales rep to follow up. Device is not available to be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: original surgery was performed (B)(6) 2014 by dr. (B)(6). Surgical repair was performed on (B)(6) 2014 by dr. (B)(6). An ecs25a was used for the procedure, not the cdh33a originally reported. Sales rep offered a cross functional team call with customer. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Follow up with sales rep: have you spoken with the surgeon to gain additional information?